Manufacturer narrative:
Investigation included live technical guidance, visual inspection during cartridge replacement, priming assessment for drops, and verification of infusion system function after reloading. Investigation of this case revealed an air bubble in the insulin cartridge that likely impeded insulin delivery until supplies were replaced. It was concluded that the event was due to hyperglycemia with unclear cause, with a contributing factor of air entrainment in the cartridge during the user¿s supply change, and that device function was restored after replacement and proper priming. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that after a user-performed supply change on an ilet with a dexcom g7, blood glucose rose to a high value and no drops were observed during a prime attempt until approximately 16 units had been delivered, after which an air bubble was discovered in the removed cartridge; the user replaced supplies, refilled the cartridge, administered 4 units via backup insulin pen for hyperglycemia exceeding 400 mg/dl, and then successfully resumed ilet insulin delivery, with subsequent glucose reading of 240 mg/dl on the ilet. Symptoms included hyperglycemia. Outcomes included need for backup insulin administration and troubleshooting to restore insulin delivery.